Manufacturer narrative:
The failed sample will be returned to vygon for evaluation but the events will be part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC dressing was due to be changed, during PICC dressing change rn noted PICC line was leaking at the point where the butterfly hub and the catheter meet.

Event description:
PICC dressing was due to be changed, during PICC dressing change rn noted PICC line was leaking at the point where the butterfly hub and the catheter meet.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: this complaint cannot be classified as no faulty sample is available. We did not receive the defective sample for evaluation. However, we received a similar complaint from the same customer including a sample. Reference: (B)(4). For complaint: (B)(4), the catheter tube was partly torn out of the fixation wing. The microscopic examination of the fracture plane shows a rough and uneven surface, which is a typical sign for a tensile fracture due to a high tensile load. From previous complaints we learn of various possible causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Routine care - when lifting the baby to change bedding. Movement - the baby themselves catching the line, normally with a foot, during movement. As the catheter has been in use for 4 days before starting to leak and we were informed that the chloraprep was used, therefore this treatment may have been the reason behind catheter leakage. Concerning alcohol based disinfectant we warning in the product's IFU: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. A review of the batch history records was performed, and no deviations were found. The batch complied to its specification and was released each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. The tensile force for the junction of catheter tube and wing has a medium of 4,91 n for the batch involved. At its minimum at 3 n, it is therefore within the specification. Visual tests and incoming goods inspections are carried out with no exceptions found. Corrective action: no further corrective action was initiated by quality management as due to the missing sample, no root cause analysis can be made.